Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted with stroke like symptoms. Log files were submitted for review and captured routine events related to pump function.